Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) battery allegedly depleted prematurely, showed a fault code and was beeping during routine follow up. Boston scientific technical services (ts) indicated that the maximum capacitor charge had been exceeded and that the device was no longer capable to charge within the required time period. Ts advised for an immediate replacement. This device remains implanted. No adverse patient effects were reported. Additional information indicated that the device was already at end of life (eol) due to charge time being exceeded twice. An update was later received confirming that the device was already explanted and replaced with no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage alert (code 1003) had been recorded. Initial automated testing verified basic sensing, pacing and shocking functions of the device. This device was submitted for corlab (cor) test indicating a higher than normal concentration of hydrogen. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).